Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the balloon would not deflate. A procedure was performed to remove the catheter. There was no reported patient injury. Per email received from the ibc representative on 1-nov-2019, the urologist cut the valve off and a guidewire was threaded up and down the balloon lumen a few times until water started trickling out of the balloon lumen. The catheter was then removed without any problem as the balloon was deflated.

Event description:
It was reported that the balloon would not deflate. A procedure was performed to remove the catheter. There was no reported patient injury. Per email received from the ibc representative on (B)(6) 2019, the urologist cut the valve off and a guidewire was threaded up and down the balloon lumen a few times until water started trickling out of the balloon lumen. The catheter was then removed without any problem as the balloon was deflated.

Manufacturer narrative:
The reported issue was inconclusive. The device was returned and visually inspected. No pinch or blockage was observed. Able to introduce water in the returned sample. No conditions were found on the sample that could be associated with reported event. Due to poor condition of the returned sample, a complete evaluation could not be performed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿to deflate the catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notify slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol." Correction: d4 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.